Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (47 mg/dl) on multiple occasions in the morning. Customer's health care professional recommended pump settings be adjusted. Customer stabilized low bg's with glucose tablets and a glucose liquid shot. Tandem technical support guided the customer through adjusting pump settings.